Manufacturer narrative:
Analysis was performed by the product support engineer (pse) team which included log file review, software testing and efforts to reproduce the issue. The results of the analysis indicated that a watchdog triggered restart of processes fails and stuck in executing a command. An immediate work around is to reboot the host. The issue was confirmed and is addressed in software revision 4.6.1 released on february 18, 2026. A response letter is being provided to the customer to address the issue.

Manufacturer narrative:
The customer indicated that the mouse and keyboard are responsive, but nothing can be clicked. Remote restart does not work, and the computer must be forcefully shut down by holding the on/off button. After a restart, the central station works again. Logs were obtained. The case has been escalated to a philips product support engineer (pse). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station for patient monitoring has frozen. It continues to display waveforms in real-time, but the alarm function does not work. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.